Event description:
The MFR was informed by the physician that he treated the pt in 2000 from the z-line to a level 4 cm proximal to the z-line. There were no technical or procedural complications at that time. The physician gave the pt and the person who accompanied pt standard stretta discharge instructions: including to call if there was any fever, dysphagia, or nausea, and to eat a soft diet for one week. The pt, by report, ate large normal meals for the next 24-48 hours and induced vomiting because pt felt full and nauseated. The pt then developed a fever on post treatment day 2, but did not call the physician with this symptom until the following day. The physician evaluated the pt immediately and a barium swallow demonstrated a leak in the distal esophagus. The pt was taken to the operating room and the leak repaired. Through a follow-up with the physician, the MFR was informed that the pt underwent a series of operations over the next two days of their admission, pt was still in the surgical intensive care unit on a ventilator, in very critical condition, but pt is expected to survive.